Event description:
Abbott hi-torque balance middleweight guide wire fractured in the coronary artery, left anterior descending (lad). Fracture extended in to the aorta. The patient was taken to surgery, wire extracted and coronary bypass surgery done. Patient required cardiopulmonary bypass support (cps) and transferred to (B)(6) hospital.